Manufacturer narrative:
Additional information is provided in section b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, indicated that event occurred during cataract surgery. The surgery was completed on the same day with an alternative device and there was no patient harm.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to address the issue remotely. Therefore, the system was not tested on-site. Based upon the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. Based upon the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic system exhibited lack of vacuum and the device does not emit any ultrasonic power on the handpiece. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.